Manufacturer narrative:
Distributor information: (B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: "mini cradles cant charge pumps".